Event description:
It was reported that the foley catheter kit came without specimen cup. At last year the patient's kit came without iodine swaps. Also, the kit they received states it expired in 2018.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect operation". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter kit came without specimen cup. At last year the patient's kit came without iodine swaps. Also, the kit they received states it expired in 2018.